Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, pump error 30. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms or pump error 30 alarms noted during testing. Th pump was successfully downloaded history files and traces using thump. Several pump error 130 alarms were found in the history files on (B)(6) 2024 from 07:34:53.00 to 08:28:29.00. No pump error 30 alarm was found in the history files or traces on or near the event date. The pump was cut open for visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage. Pump passed full drive test. Pump error 130 was not confirmed during testing. Exposed to moisture confirmed on the pcba 1, pcba 2, force sensor, and motor. Pump error 30 alarm was not observed during analysis. Pump error 30 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.